Event description:
The pouch is drilled.

Manufacturer narrative:
The device sample has not been returned to our facility for eval at this time. We have received a picture from the customer, and it appears the pouch has been cut. We are attempting to obtain the sample from our international customer. With the info provided, a review of previous complaints was completed. It was reported previously for this lot number that the cannula hub and sheath moved into the spacer clip. This caused the stylet to extend beyond the sheath and puncture the pouch during shipment to the customer. A review of the job order was completed with no defects or deviations noted. This defect may occur if the nose of the cannula hub is not properly locked into place with the spacer clip edge, or there is force applied to the needle or packaging to cause the cannula to move up into the spacer clip exposing the stylet tip. Due to the last complaint, we have extended the length of the sheath to prevent this failure. The defect is readily visible by the customer.